Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 7 got stuck behind full height cubie. The field service engineer replaced the ripped retractor band, damaged controller board and module board of full height drawer to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer 6 failed to detect on bus. The customer reported that they have rebooted the station but still not able to recover. This malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.